Event description:
It was reported that a patient experienced a mesh infection and had to have a total abdominal reconstruction. Additional information has been requested.

Manufacturer narrative:
Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.